Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 22dec2020.

Event description:
It was reported to philips that the device had a blower high temperature alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:05mar2021. B4:10mar2021. Three good faith efforts were made to obtain information regarding patient/user involvement and contextual use with no response from the reporter. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer to check the air inlet filter and the cooling fan. The rse advised there may be a suspect blower assembly and provided the part ID. The customer later returned a call to rse and stated that the reported issue was not duplicated when the device was re-run. The customer advised closing the service order. Based on the information provided, the alleged malfunction was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.